Event description:
Crack in the fistula needle luer connector. This was found at initiation of treatment and resulted in ebl = 50cc. No patient injury or need for medical intervention is reported. A new needle was inserted to continue treatment. The actual complaint sample was discarded.